Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was getting unexplained insulin flow blocked alarms. The customer stated they were getting alarms even after trying every remedy. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.